Event description:
This MDR is related to MDR 3013840437-2022-00142, referring to the same patient. This spontaneous report was received from a brazilian physician concerns a 42-year-old male patient (height: 177cm, weight: 72 kg). He was injected with radiesse, on (B)(6) 2022. Radiesse was injected with a 22 g cannula. The patients medical history and concomitant medication were reported as none. He had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. The patients past aesthetic treatment included micro focused ultrasound. On (B)(6) 2022, after the radiesse injection, the patient experienced edema. On (B)(6) 2022, he had an inflammatory cyst of 2 cm, on the malar region and near the nasal dorsum. Corrective treatment included clarithromycin. In 2022, a blood count was performed and the results were not provided. The patient was not hospitalized. The outcome of the events was reported as unknown. In the opinion of the reporter, the events were not life threatening, not permanent and related to radiesse. Follow-up information was received on 19-oct-2022: the case was upgraded to serious. Expectedness of the event cyst was re-evaluated. The patient was injected dermally, with radiesse, into the malar region. About 3 weeks after the radiesse injection, the patient presented with edema and a cyst formation in the right malar region, with phlogosis. The patient was hospitalized. Corrective treatment included drainage and intravenous antibiotic therapy. The physician did not have contact with the patient since hospital admission. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammatory (pt: injection site inflammation), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.